Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient required hospitalization. The patient was treated with unspecified antibiotics for the event. At the time of this report, it was unknown if the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.